Event description:
The hosp reported that a pt with pre-existing conditions of a left side colon abnormality and adhesions in the sigmoid colon, sustained perforation of the colon during a colonoscopy procedure. The pt underwent a surgical procedure for repair of the perforation.